Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the camera control unit (B)(4) video processor overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating and signal loss could not be reproduced. Product passed functional testing including power cycling during 8 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or signal loss occurred during 8 hour testing. All live video outputs (composite, s-video, hd-sdi, etc.) Performed as expected. All functions perform as expected. No problem found.